Event description:
On (B)(6) 2014 the reporter contacted animas and alleged the following: patient had her site changed last evening, and had a blood glucose (bg) over 600mg/dl at 1am and reports feeling really thirsty with extreme stomach pain. Reporter changed her site and gave a manual injection. Reporter states when she changed patients¿ site she kept patient off the pump. Reporter denies noticing any issues with the site. Patient has not been treated with any insulin and is being monitored at the hospital. Customer support (cs) review found the pump had been delivering as intended until reporter suspended the pump at 4:43 a.m. Pump remains suspended. Reporter confirmed basal setting correct. Cs advised reporter that the issue may have been at site. Reporter will resume pump when physician approves. Reporter to monitor site and call back as needed. There is no indication of pump malfunction. This complaint is being reported because the patient experienced hyperglycemia

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.